Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and one (1) photo were supplied for investigation. The set was visually evaluated, and foreign matter was found in the tubing. This was also present in the photo. The set was then sent to our analytical lab for further investigation using infrared analysis. The results came back nonexclusive. Further testing using phenolphthalein were performed with a positive result for the detection of blood. Based the data from our evaluation, the reported defect of foreign material was unable to be confirmed. Review of the discrepancy management system (dsms) database and a review of the batch history records was unable to be performed, as no lot number or item number was provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during administration of amiodarone, "brown stuff showed up in the tubing. When looking at this closely, it does not appear to be blood. It is in the ultrasite as well." The product number and batch number were not provided.